Event description:
Device malfunction: premature deployment/clip mislocation. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure after a diagnostic procedure. Reportedly, during the thumb advancer step, the clip prematurely deployed on the skin surface, not on the vessel. The physician pushed the safety release button and removed the device and clip without incident. Hemostasis was achieved with manual compression. There were no adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
The device was received. Investigation is not complete.